Event description:
The physician placed the catheter and tried to introduce the separator. The separator however, remained stuck in the catheter. The physician exchanged the separator and it too became stuck in the catheter. The physician then decided to exchange the catheter and used the second separator, this worked. The patient had tortuous vessels. The patient was in poor condition in the hospital. The physician had first attempted to recanalize with retrievers then with the penumbra system. The treatment success was not satisfactory. The physician said that the condition of the patient and the outcome of the procedure was not negatively effected by the product incident. This MDR is associated with MDR 3005168196-2012-00177.

Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: there are kinks in the distal flexible section and flat spots in the catheter. There are a flat spots between 22.5-24.5 cm and 25.5-27.2cm and a kink at 28.5 cm measured from the distal tip. A 0.041" mandrel is introduced into the hub of the catheter and advanced distally. Approximately 40.0 cm into the catheter a slight increase in friction was noted. This friction was constant until the tip of the mandrel reached 28.6 cm from the distal tip of the catheter. The catheter is non-functional. Conclusion: the behavior noted in the complaint is confirmed. The cause of the damage to the catheter was likely due to the tortuous patient anatomy described in the complaint. The damage seen to the separator is probably secondary to the kinks in the catheter which caused the separator tip to bend when it encountered the kinks during advancement. This is likely the cause of the difficulty advancing the separator through the catheter noted by the physician. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.